Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise and intermittent loss of capture. The patient is pacer dependent and experienced dizziness and documented pacing inhibition. The rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.